Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the limb ischemia issue was most likely due to patient condition related based on the clinical information provided. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 59 year old male had an impella cp placed via the femoral artery for pre-operation for a coronary artery bypass grafting (CABG). The patient's limb became ischemic and the impella cp was explanted. The impella was replaced with an intra-aortic balloon pump (iabp). The team additionally performed thrombectomy to the limb.